Event description:
Caller reported alarm 2 followed by alarm 26 indicating a potential occlusion issue, but the impact on the customer¿s blood glucose level is unknown as the caller did not provide these details. Technical support instructed the caller to disconnect the tubing, tighten the t:lock, and administer a 5-unit bolus, potentially affecting insulin on board. Though the occlusion alarm did not recur, suggesting the blockage might be at the infusion site, the customer declined further assessment by removing the site, and the cause of the occlusion could not be determined. The customer resumed insulin use with the current setup.